Manufacturer narrative:
A ge rep evaluated the system and repaired a connector on the joystick. The system operates as intended.

Event description:
The customer reported the system intermittently displays movement errors and c-arm movement intermittently will not work. No pt injury was reported.